Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during collection of a patient sample using the bd bactec¿ plus aerobic/f culture vials (plastic) the phlebotomist inverted the bottle to mix the sample. The bottle was marked with a line prior to use as a targeted fill line. When the bottle was received in the lab the volume was less than the targeted line and the phlebotomist was unsure if some of the liquid went back into the patient when they inverted the bottle during collection. The customer indicated bottles were inspected at receipt and there was no leakage or defects in the cap seal or septum. Sds information was provided to the customer. The patient was transferred to another facility, but no adverse reactions were reported. The following information was provided by the initial reporter: customer problem: believes media from bactec aerobic plus bottles went back into patient during collection. Steps taken with customer/troubleshooting: provided and reviewed sds document. Customer doesn¿t believe there have been any adverse reactions since we spoke on sunday but that the patient was transferred to another facility. A phlebotomist, who doesn¿t collect a lot of blood cultures, collected using ¿the larger¿ butterfly collection device. She said the phlebotomist indicated that they had rocked the bottle back and forth during collection thinking they needed to mix it. The lab marks the bottles at the targeted 10 ml fill line. When this bottle was received in the lab, the volume in the bottle was 15 ml less than the targeted line. She assumed the missing 5ml went into the patient. She did inspect the bottles when they were received. She noted it did not appear to have any leakage or a defect in the cap seal or septum. All appeared normal.

Manufacturer narrative:
Investigation summary bd was not able to perform an investigation to the retention samples since batch number in unknown. Batch history records are always reviewed prior product release. Bd recommends the use bd luer-lok brand tip or a bd vacutainer ¿ safety-lok¿ blood collection set. As stated in the package insert, the user should examine bottles prior to us for evidence of damage or deterioration that can compromise the integrity of the container. Bottles that are cracked or leaking, or display turbidity, contamination or discoloration (darkening) should not be used. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported during collection of a patient sample using the bd bactec¿ plus aerobic/f culture vials (plastic) the phlebotomist inverted the bottle to mix the sample. The bottle was marked with a line prior to use as a targeted fill line. When the bottle was received in the lab the volume was less than the targeted line and the phlebotomist was unsure if some of the liquid went back into the patient when they inverted the bottle during collection. The customer indicated bottles were inspected at receipt and there was no leakage or defects in the cap seal or septum. Sds information was provided to the customer. The patient was transferred to another facility, but no adverse reactions were reported. The following information was provided by the initial reporter: "customer problem: believes media from bactec aerobic plus bottles went back into patient during collection. Steps taken with customer/troubleshooting: provided and reviewed sds document. Customer doesn¿t believe there have been any adverse reactions since we spoke on sunday but that the patient was transferred to another facility. A phlebotomist, who doesn¿t collect a lot of blood cultures, collected using ¿the larger¿ butterfly collection device. She said the phlebotomist indicated that they had rocked the bottle back and forth during collection thinking they needed to mix it. The lab marks the bottles at the targeted 10 ml fill line. When this bottle was received in the lab, the volume in the bottle was 15 ml less than the targeted line. She assumed the missing 5ml went into the patient. She did inspect the bottles when they were received. She noted it did not appear to have any leakage or a defect in the cap seal or septum. All appeared normal. "